Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery shears component¿s insulation was not intact. The defective component was not used on the patient and it was removed from the sterile field.

Manufacturer narrative:
(B)(4). Specific actions for the reported and analyzed failure modes are being maintained and documented under maquet's failure investigation report (fir) system. The device was returned to the factory for evaluation. There were signs of clinical use observed. There were no signs of blood detected on the device. A visual examination was performed. The silicone coating on the hot jaw was observed to be peeled, exposing the inner support. The peeled silicone of the hot jaw was still attached to the jaw. Also, the heater wire on the hot jaw was observed to be flexed at the base, while bent at the center and tip. Based on the returned condition of the device, the reported failure "peeled jaw", and the analyzed failure "bent wire" is confirmed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery shears component¿s insulation was not intact. The defective component was not used on the patient and it was removed from the sterile field.